Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead had high pacing impedance and a fracture. It was noted that warnings had triggered due to the high pacing impedance. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.